Event description:
Information received a smiths medical tracheostomy pvc - portex tubes blue line ultra (blu) leaking. Reported "patient tracheotomy, to our hospital to replace the trachea casing, the use of trachea casing to assist breathing, after replacement there is a gas leak in the trachea, the patient has no obvious impact, occasionally blood oxygen reduction."